Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that download stopped. A technical support specialist (tss) connected into the station, there were no error logs and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist tested the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, downloads on the devices had stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.